Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred during use. The device stopped working when the alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Ventilator inoperative was recorded in the alarm log and error code e-143 was recorded in the device event log. Therefore, it was recommended that the device's main board be replaced to address the issue. There was two months remaining for the lease end therefore the repair was not completed. The device was returned unrepaired.